Event description:
Pt admitted for alif, posterior decompression and fusion from l4 to s1. While working on the posterior portion, c-arm images were taken and it was noted that a piece of the globus implant inserter had broken off and remained in the pt's body. Although it was successfully retrieved, an add'l incision was required as well as add'l time under anesthesia. Unfortunately, the broken piece was mislaid.